Event description:
Cuff separation. The powerline came out without the cuff attached. Had to do a cut-down and exploration to locate and remove the cuff.

Manufacturer narrative:
The complaint of a dislodged surecuff is confirmed. Upon receipt, the surecuff is missing from the catheter. Gross and microscopic examinations showed glue material adhering to the catheter where the surecuff would be located on the catheter. At this time, the mechanism of damage is undetermined. A lhr is not possible, as no mfg lot number info has been provided by the complainant.